Manufacturer narrative:
Returned device was received in good physical condition. The top case was crack in the right corner. Evidence of reported problem in event log was found. During the evaluation of the device, the issue was only replicated when the plunger head was pressed tightly against the pump. The ear clip was bent and pushing one of the plunger flippers up. There was no issue with calibration just a check syringe plunger sensor error. The fault was determined to be customer damage. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical pump was presenting with a syringe plunger sensor error - not calibrating. There were no reported adverse events.